Manufacturer narrative:
E1: initial reporter postal code: (B)(6). D4: the lot number is unknown, therefore, only a primary di number could be provided. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a hole in the set of the homechoice cassette. This was identified during setup of the device for peritoneal dialysis therapy. There was no patient involvement. No additional information is available.